Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The lead was returned without the package and the helix was fully retracted. Visual analysis found the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The buckling was at a distance of 54.8 cm and caused at the implant. However, the helix was able to be extended/retracted.

Event description:
It was reported that when the outer package of the lead was opened, the helix tip was exposed out of the inner packaging. The physician suspected that the lead was contaminated and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.